Event description:
It was reported by the customer that when using the bd pyxis¿ es server, stations were in critical override on multiple sites. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the device used in this incident, it was determined that stations had entered critical override on multiple sites. A technical support specialist (tss) reported that the server had experienced network issues. The tss informed the customer about the situation. The issue was resolved by the server facility's information technology team. The system functioned as intended after the information technology team resolved the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.